Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced itching and skin irritation at the sensor site, prompting removal of the sensor. Upon removal, a rash was observed beneath the adhesive; however, no treatment was initiated at that time. On (B)(6) 2026, the patient sought care at an urgent care clinic, where the physician assessed the site and prescribed an oral antibiotic (cephalexin 500 mg every 12 hours for 7 days) and a topical steroid (hydrocortisone cream, twice daily). No diagnostic imaging or laboratory testing was reported. At the time of reporting, the patient had not yet started the prescribed medications, as they were awaiting pharmacy fulfillment, and the patient¿s condition remained unchanged. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).